Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2013; 6935m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a power disconnect alarm despite having a fully charged battery connected. The patient then disconnected both power sources. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis revealed three (3) controller power up events between (B)(6) 2018 and (B)(6) 2018. Analysis of the data points prior to the first and second controller power up event revealed a change in power sources. The third power up event occurred 1 minute and 55 seconds after the second controller power up event, indicative that this event was likely related to the prior loss of power. An alarm file was not provided. As a result, the reported "power disconnect" alarm could not be confirmed. The reported disconnection of both power sources was confirmed. Based on log file analysis, the loss of power was due to a disconnection of both power sources. If information is provided in the future, a supplemental report will be issued.